Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient¿s first implantable neurostimulator (ins) lasted for 2.5 years and their second ins lasted a year and 2 months. It was noted the patient only weighed (B)(6) and their ins stuck out a lot and the skin was very tight over the ins. Reportedly, the patient was told their second ins would last as long as the first ins. It was stated the patient¿s ins was going to be replaced (B)(6) 2013. The patient¿s ins was set at 3.6 volts which was increased a little from their previous ins but it was a ¿minimal increase¿ and it was noted the doctor indicated the ins should have lasted longer. It was reported with the patient¿s size it took them a long time to recoup from replacing their ins. It was noted the patient¿s ins was up against the bone and the skin was really stretched over it and they could see the whole outline. The reporter also indicated the surgeon said there ¿may be a broke wire.¿ reportedly, before the patient¿s device was implanted they couldn¿t cut their food, write, or do anything and when it was implanted it worked good and their doctor said they got ¿90% of it¿ and they were satisfied. It was stated the patient spent a year and a half getting their device adjusted. It was reported the patient¿s parkinson¿s was causing stiff joints, trouble walking, and the patient was ¿starting to shake on the left side now.¿ it was noted the patient¿s device was for their right side. It was later reported the physician said ¿this is unusual, didn't expect to deplete so quickly.¿ it was stated the patient felt a surge of electricity from their leg and then all the way up and then a sudden return of symptoms. It was noted the reporter said the doctor mentioned something about a potential broken wire.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v291949, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to a co-morbid medical problem and was not deep brain stimulation (dbs) related. It was noted that the patient was very small and the new device was larger due to the requirement to use an adaptor. There were no problems noted in checking impedances with the new system. The reporter noted that it was not possible to check the old system since it was ¿end of life.¿